Manufacturer narrative:
Investigation was unable to reproduce problem. It was determined that the device was operating as expected. The pump did not stop since the interlocked cpg pump was not set to 0 rpm, and the arterial pump is intended to adjust to the cpg flow. Unrelated to reported event, investigation did identify minor damage and replaced damaged components.

Event description:
User reported that the pump would not stop at the end of the bypass case. There was no patient harm; however, the user was not able to control the pump speed at this time, which is considered a reportable event.

Manufacturer narrative:
Determination of root cause is pending completion of investigation.

Event description:
User reported that the pump would not stop at the end of the bypass case. There was no patient harm; however, the user was not able to control the pump speed at this time, which is considered a reportable event.